Event description:
It was reported that the patient experienced a shocking/jolting sensation, a loss of therapeutic effect, and a tightness over the pocket site. Impedance readings were normal. It was later reported that the patient's implantable neurostimulator was removed and replaced with a model 37602 device. No further details were provided regarding the device explant. The patient was reprogrammed post-operatively and therapy was achieved without pocket stimulation. Additional information was requested, but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).